Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post ventricular assist device (vad) implant the patient began to have low flow alarms. Ten days later patient began having very pulsatile waveform, continued low flow alarms, and poor windows on echocardiogram. Suction suspected as patient was being aggressively diuresed in order to be extubated. Patient received intravenous (IV) fluids that evening and overnight and waveform/flows improved. The low flows occurred the following day and the patient was extubated that morning in hopes that flows would improve, but no improvement seen. Continued giving volume. When turned on left side, flows improved. The patient went into supra ventricular tachycardia (svt) and flows increased during the arrhythmia. After being cardioverted, the flows dropped again. The patient's external pacemaker was turned up to 140 beats per minute (bpm) and flows improved again. The patient continues with elevated heart rate (currently 120bpm) but flows/waveforms greatly improved. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported low flow/suction event was confirmed through log file analysis which revealed intermittent suction events within the last 14 days of available data and 129 low flow alarms recorded since (B)(6) 2018. No additional alarms were logged in the 14 days leading up to (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.